Manufacturer narrative:
(B)(4). The set has been received and the eval is pending. A follow up report will be submitted with failure investigation results once the eval is completed.

Event description:
Biomed reported an administration set leaking. Biomed tested the set and stated "confirmed leak t the blue tip by pressure test". There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.